Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The processed bi was reported as positive after a 54-hour+ incubation period. The complete load was not recalled successfully. A 10mm 30 degree scope was used on a patient. The previous and subsequent bi results were negative. There are no reports of injury or harm from the event. The incubator was set to the correct temperature. It is unknown if the integrity of the bi was checked prior to use per the IFU. The chemical indicator color changed correctly. The bi was located on the top of the load in the chamber. The customer stated that the bi media post incubation was yellow. There was a spore disc present and the media was minimal. The bi was crushed, the cap was fully depressed and leakage was found. The bi media post incubation was yellow. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Suspect (B)(4).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard analysis. The DHR (device history record) review revealed two broken ampoules were observed during final inspection; however, the release criteria was met. Trending analysis for the product code of 'suspected positive bi' demonstrates there were (B)(4) isolated/random spikes above the mean that stayed within the control limits. No significant trend was observed. Trending analysis by lot number revealed one similar incident was reported. The fmea (failure mode and effects analysis) reveals that the rpn for this issue is at an acceptable level. The hha (health hazard analysis) was reviewed and the issue is considered to have a risk of none/negligible. Insufficient information is available to determine the cause of the alleged suspected positive bi. Device compatibility cannot be eliminated as a contributing factor since information is unavailable regarding the specific makes/models of devices within the load. The sterrad cycle passed ruling out a system malfunction as a probable cause. The ci changed appropriately and the precedent/subsequent bis were negative for growth. Examination of the suspect positive bi could not confirm a manufacturing defect. There were no double spore discs observed. A laceration was observed along the outer vial which could potentially contribute to a false positive result from contamination. Although unlikely, the possibility of a manufacturing error/defect cannot be definitively eliminated as a possible cause since the DHR review revealed that two broken ampoules were observed during finished product inspection. An unnoticed physical damage to the ampoule could allow the media fluid to combine with the hydrogen peroxide sterilant, ultimately causing a false positive result if incubated. To prevent this, the IFU instructs to confirm ampoule integrity prior to and after sterilization. Although the customer performed this step, it is possible that a hairline fracture was not observed. Note that physical ampoule damage can also result from shipping/handling. Since the evaluation of the unused RMA product demonstrated that the product functions as intended with complete kill when used per IFU, a manufacturing-related issue is unlikely. This is also supported by the fact that lot history review does not indicate a significant trend of suspected positive bi within this lot. Retains evaluation is not required since the RMA product met functional requirements. There were (B)(4) unused RMA bis submitted for functional analysis. (B)(4) were used as growth controls. The product met functional requirements after 72 hours of incubation. A customer letter has been sent advising that a load should not be released until bi status has been confirmed.